Event description:
Removal difficulty. Received a voicemail message from (B) (6). The message stated that "the fast1 was being used as a training aid" and when "pulling the catheter out the metal tip stayed in the person's chest." (B) (4).

Manufacturer narrative:
The model number is unk, therefore, the 510(k) number, if applicable, is uncertain. This product has (B) (4) and a (B) (4). Analagous products in the us have 510(k) numbers k970380, k072487 or k080865. The phone number provided by the caller and left on the voicemail was incorrect. No further contact or follow-up could be performed. Pyng attempted to follow-up 10 times without success.